Manufacturer narrative:
Novocure medical opinion is that the contribution of the placement of the transducer arrays to the skin ulcer and wound infection cannot be ruled out. Contributing factors for wound infection and skin ulcer in this patient include concomitant bevacizumab (carries a black box warning for wound complications. Source: bevacizumab prescribing information), concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 49-year-old male patient with recurrent glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that a "black spot" that the patient had been trying to avoid when placing the transducer arrays, had come off and a hole with a small amount of purulence was underneath. The patient was seen by a surgeon that suggested cleaning and re-suturing the wound, although the patient refused. The surgeon prescribed an unspecified antibiotic, and sent the patient for continuous wound care visits, and planned to watch the area closely. The physician advised avoiding the affected area with the transducer arrays. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, novocure was informed that the patient resumed therapy. Several attempts were made to contact the prescribing physician with no reply.